Manufacturer narrative:
Follow-up #1; date of submission: 09/12/2016. The pump was returned and evaluated by product analysis on 09/08/2016 with the following findings a review of the pump black box data revealed no evidence of a load step malfunction. During testing, the rewind, load, and prime steps were completed successfully with no duplicated load step malfunctions; however, the pump case was removed and the force sensor pin was observed to be cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.